Event description:
This follow-up medwatch is being submitted as a correction. The additional information was received from the home treatment nurse (htn) on february 15, 2017. The initial report was submitted with a manufacturer awareness date of january 20, 2017, rather than february 15, 2017.

Manufacturer narrative:
The device was not retained for investigation. A serial number was not identified. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 of a (B)(6) year-old female patient who experienced shortness of breath, hot, prickly legs, general itching, thirst and dry lips when treating at home. Symptoms occurred approximately 30 minutes after treatment commenced. The patient¿s symptoms resolved and the patient continued to use the nxstage system without further symptoms. No medical intervention was required. Information received indicated that the patient used a ventolin inhaler. It is unknown whether this was used in response to the symptoms or for underlying comorbidities.